Event description:
It was reported that the patient implanted with this electrode developed an infection at the xiphoid incision area approximately one month post implant. The wound was noted to be open and expressing fluid. The drainage was noted to be mostly clean with only mild purulent. It was noted that the infection was not systemic. The patient was given oral antibiotics with a plan to follow up with their physician on an unknown future date. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that cultures of the wound site were taken and tested positive for staph. The physician noted that staph is naturally on the patient's skin and was not convinced this was an infection. The physician also felt that the wound at the xiphoid incision may have been due to bumping the site during the healing process. The patient is continuing to take and course of antibiotics. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to correct the aware date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this electrode developed an infection at the xiphoid incision area approximately one month post implant. The wound was noted to be open and expressing fluid. The drainage was noted to be mostly clean with only mild purulent. It was noted that the infection was not systemic. The patient was given oral antibiotics with a plan to follow up with their physician on an unknown future date. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that cultures of the wound site were taken and tested positive for staph. The physician noted that staph is naturally on the patient's skin and was not convinced this was an infection. The physician also felt that the wound at the xiphoid incision may have been due to bumping the site during the healing process. The patient is continuing to take and course of antibiotics. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this system was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this electrode developed an infection at the xiphoid incision area approximately one month post implant. The wound was noted to be open and expressing fluid. The drainage was noted to be mostly clean with only mild purulent. It was noted that the infection was not systemic. The patient was given oral antibiotics with a plan to follow up with their physician on an unknown future date. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this electrode developed an infection at the xiphoid incision area approximately one month post implant. The wound was noted to be open and expressing fluid. The drainage was noted to be mostly clean with only mild purulent. It was noted that the infection was not systemic. The patient was given oral antibiotics with a plan to follow up with their physician on an unknown future date. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that cultures of the wound site were taken and tested positive for staph. The physician noted that staph is naturally on the patient's skin and was not convinced this was an infection. The physician also felt that the wound at the xiphoid incision may have been due to bumping the site during the healing process. The patient is continuing to take and course of antibiotics. If pertinent information is provided in the future, a supplemental report will be submitted.